Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/20/2017 that on (B)(6) 2017, there was a bluetooth pairing failure. No additional patient or event information is available. The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing, pairing testing, and functional testing was performed and the tests passed. The shared data log was reviewed and a bluetooth pairing failure was not observed, but permanent connection loss was noted. The reported event of bluetooth pairing failure was not confirmed. A root cause could not be determined. Based on the investigation results, this issue has been upgraded from non-reportable to reportable.